Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient got good relief for about 2 ½ weeks after implant, but hasn't had relief since. The patient had been seen by the physician 3 times for programming, the last time about 10 days before the report. During reprogramming one lead was turned off. The patient's status was unknown. Additional information received reported that the event was caused by an artifact. The patient had too much stimulation in the lower extremities and not enough stimulation in the back so it was not useful to the patient. No patient intervention or outcome was reported.

Event description:
Additional information received reported that the patient's device was set to 1.8v and if she increased it "much higher, it tingled too bad in her legs". It was noted that the hcp said that the leads hadn't moved, and was suggesting a pain pump to replace the stimulator. The patient was in so much pain that she couldn't walk.

Event description:
Additional information received reported that after multiple reprogramming sessions the patient was very difficult to assess and express where she felt stimulation. She had bilateral back pain with increasing spasms in the area, and was only getting stimulation the lower extremities. Increasing amplitude made the patient feel like her "feet blow up like a balloon".

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Further information indicated that the patient was in the hospital two months ago because, her physician recommended a pain pump. It was unclear if the patient had the pain pump implanted. The patient could now not feel any stimulation. The patient was trying to figure out her next step, but was having difficulty with her physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient¿s stimulation was not helping with their pain. Patient has a loss of therapeutic effect. The device worked for 2.5 weeks but now it does not. The rep turned 1 lead off. Additional information reported that the patient¿s device worked ¿perfectly¿ for 2.5 weeks after implant. It was reported when the p atient began to experience the loss of therapeutic effect 2.5 weeks after implant, they went to bed and when they woke up in the morning it did not work. **information omitted pertaining to related event (B)(4) ¿ over-discharge, depleted, comm. Issue and related event (B)(4) ¿ needle didn¿t go through, didn¿t implant**